Event description:
Report of explant of device system due to "infection symptoms, fever, discharge" received per the annual device tracking report. Follow up with hcp revealed patient symptoms included fever, redness, swelling, and drainage. The primary location of the infection was the pocket. Cultures were obtained from the device pocket and lumbar region. Cultures were positive for mrsa. The patient was treated with IV antibiotics and total device system explant. The infection resolved patient outcome "good".